Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a error code and several downstream occlusions. Functional and visual tests were performed, and the reported issue was not duplicated, however it was confirmed by the ehl. The cause of the reported issue was due to an error code and several downstream occlusions. As a result, the downstream occlusion sensor and seal were replaced, the downstream occlusion was recalibrated, and the device was updated with the latest software version. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 46440. There was a patient involvement, no patient injury was reported.